Manufacturer narrative:
Correction to annex code to a051206 - unintended system motion. The vessel sealer extend (vse) instrument moved in unintended direction during procedure.

Manufacturer narrative:
The probable root cause of non-intuitive motion of vessel sealer is attributed to surgeon placing the endoscope's horizon upside down. This issue can be resolved by setting the endoscope horizon in correct orientation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that vessel sealer extend (vse) instrument moved in opposite direction. Site replaced the vse instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The system recognized the scope. There was an indication of the image orientation provided to the surgeon via user interface. The customer used the same endoscope but different vse. There was no patient injury but a procedure delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with isi clinical sales representative (csr) via a phone call. The csr stated that the surgeon experienced endoscope horizon upside down, causing the opposite movement of the vessel sealer extend (vse) instrument during the procedure. Csr would provide the surgeon additional education on the endoscope status indicators to avoid further issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.